Event description:
On october 16, 2009 the company was informed that the patient had been explanted, due to an infection. The patient was prescribed antibiotics (type unknown). The patient's infection has not been resolved. Surgery to replace the device has not been scheduled. Advanced bionics is currently in the process of gathering additional information about the reported event. When more information becomes available, a follow up report will be sent.